Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse evaluated the system and found error 23032 on master tool manipulator-left 1 (mtml1). Fse found one of the finger clutch buttons stuck in the trigger position. The fse freed the button and the system resumed normal activity. The system was tested and verified ready for use. Verification of the event details cannot be performed via system logs because network connectivity was not available at the time of the procedure. A system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite. This complaint is considered a reportable event due to the following conclusion: the customer converted to another d vinci after the start of the procedure due to master tool manipulator (mtm) reported issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer called an isi technical support engineer (tse) and reported that the surgeon was unable to control arm 3 and 4 from the surgeon console. The csr reported the surgeon moved to the second console was able to continue. Tse was unable to view the arm assignment in the artemis program since system is not connected to the network. The tse explained arm assignment to customer and the possibility of arms 3 and 4 not assigned to original console. Customer believes this may be the issue since there were no alarms or errors. Surgeon is proceeding with case on second console. The customer was unable to see what console the original issue since the system had not connected to the network. The called ended after collecting customer information. The procedure was completing as planned with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.